Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was returned because the fuse component was physically burnt.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of fuse component was physically burnt. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. A review of the device history record by (B)(4) on 10/23/2017 shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.